Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: a full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available no further investigation will be carried out. Since the lot# is unknown a DHR could not be performed.

Event description:
It was reported with the use of the bd ultrasafe¿ plus x100l there was an issue with loose stopper. There was no report of injury or medical intervention.